Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a stroke and approximately a year later experienced another stroke. Furthermore, approximately a year and two months after the onset of the event, it is alleged tht the patient experienced three sudden cardiac events w/in a period of six months and expired the day after the last sudden cardiac event. It is further alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.